Manufacturer narrative:
Surgical intervention. Undefined device problem. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500 form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgeries on (B)(6) 2012 and again on (B)(6) 2015 and mesh was implanted during each surgery. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4). Device codes: (B)(4) - hernia recurrence occurred. It was reported that patient underwent mesh revision with new implant on (B)(6)2015 by dr. (B)(6) due to severe abdominal pain, adhesion and recurrent hernia.

Manufacturer narrative:
Patient code: (B)(4). It was reported that following insertion the patient experienced severe pain.

Manufacturer narrative:
A device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.